Event description:
It was reported that during a lobectomy procedure an opening at the proximal end of the artery was noticed. The staple form was not known since there was blood at the proximal end of the area and they could not confirm the formation of the staples. The site used a second device to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.